Event description:
The biomedical engineer reported that the multiple patient receiver (org) went into communication loss (all 8 patient tiles associated with this org went into communication loss at the same time) on (B)(6) 2021 around 11:00 or 11:30. They stated that this lasted for about 37 seconds. It also went into comm loss (B)(6) 2021 at around 8:26 am, and it also lasted for about 37 seconds.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multiple patient receiver (org) went into comm loss on all 8 patient tiles at the same time for about 37 seconds at two separate times. The customer replaced the failed org with a consignment org on site for continued patient monitoring. The unit was sent in for evaluation and repair. Service requested / performed: evaluation and repair. Investigation summary: nk repair center was able to duplicate the issue of communication loss. The evaluation revealed the cause of the communication loss to be a defective cpu board. No physical damage was observed during evaluation. The device was installed at the customer's facility in (B)(6) 2014 and has no previous history of repair or maintenance. The root cause for the defective cpu board leading to communication loss is most likely related to normal wear and tear. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer reported that the multiple patient receiver (org) went into communication loss (all 8 patient tiles associated with this org went into communication loss at the same time) on 01/28/2021 around 11:00 or 11:30. They stated that this lasted for about 37 seconds. It also went into comm loss 01/29/2021 at around 8:26 am, and it also lasted for about 37 seconds. Nihon kohden technical support (tech support) gave them the following steps to try to keep this from happening again: reboot the org. Check for duplicate ips on the network. Then reboot the cns. The customer replaced the failed org with the consignment org on site and called to continue the troubleshooting. They added the org to the required group (had to rename the org). They stated that after a few minutes the telemetry transmitters started to show up on the cns under the monitor setting tab and that all are now showing up in the list of devices and are seen and that the new org is running as expected. The unit will be returned for evaluation. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org. Central nurse's station model: cns-6201a sn: (B)(4). Telemetry transmitter model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4). Model: zm-531pa sn: (B)(4).

Event description:
The biomedical engineer reported that the multiple patient receiver (org) went into communication loss (all 8 patient tiles associated with this org went into communication loss at the same time) on 01/28/2021 around 11:00 or 11:30. They stated that this lasted for about 37 seconds. It also went into comm loss 01/29/2021 at around 8:26 am, and it also lasted for about 37 seconds. Nihon kohden technical support (tech support) gave them the following steps to try to keep this from happening again: reboot the org. Check for duplicate ips on the network. Then reboot the cns. The customer replaced the failed org with the consignment org on site and called to continue the troubleshooting. They added the org to the required group (had to rename the org). They stated that after a few minutes the telemetry transmitters started to show up on the cns under the monitor setting tab and that all are now showing up in the list of devices and are seen and that the new org is running as expected. The unit will be returned for evaluation. No patient harm reported.